Event description:
Patient having outpatient angioplasty procedure. During the procedure and after placement of stents, the wire and sheath were difficult to pull. Medications given to relax the vessels. The sheath separated and a portion remained requiring transfer to operating room for removal.